Event description:
On 15th december 2021 getinge became aware of an issue with prismalix light. According to technician, the label is missing from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge become aware of an issue with prismalix light. It was stated zoom camera was faulty, the zoom function was not working, however the issue was not considered as a safety related. In further communication with getinge technician it was established that the label was missing and aware date of this issue was 15th december 2021. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since the label was missing, which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Through a review of reportable events for this type of issue, we were able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. A root cause was analyzed by subject matter expert at manufacturing site. The most likely root cause regarding this missing label is that it has been removed after damages caused by repetitive and aggressive cleaning protocol. Therefore, it was established that the most probable root cause is user error. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).